Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had sensor anomaly on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer was advised to remove and change sensor. The customer advised that he will call back when home to further troubleshoot and have sensor replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.